Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This follow up is being filed to update device return.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual inspection confirms the active tip is broken and the ceramic on the distal tip showed signs of activation. There is some procedural debris inside the active tip void. The heatshrink near the distal tip has chafing marks. The active tip has been returned with the device. It appears that the suction tube has eroded at the juncture between itself and the active tip. No electrical or functional tests were conducted due to the condition of the electrode. This failure has been investigated under supplier CAPA. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes have been implemented to address this failure. A DHR review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaint of any kind for this lot of devices that were released to distribution. The lot number of the returned device indicates that it has been manufactured after the improvements have been made. The current probability level remains occasional for the new design, at this point in time the actual occurrence rate is lower than the old design. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual inspection confirms the active tip is broken and the ceramic on the distal tip showed signs of activation. The broken active tip did not come back for evaluation. There is some procedural debris inside the active tip void. The heatshrink near the distal tip has chafing marks. It appears that the suction tube has eroded at the juncture between itself and the active tip. No electrical or functional tests were conducted due to the condition of the electrode. This failure has been investigated under supplier CAPA. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes have been implemented to address this failure. A DHR review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaint of any kind for this lot of devices that were released to distribution. The lot number of the returned device indicates that it has been manufactured after the improvements have been made. The current probability level remains occasional for the new design, at this point in time the actual occurrence rate is lower than the old design. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Sub acromial decompression. When the surgeon was using the electrode in the procedure he noticed it was shorting and when he pulled it out of the patient he noticed the active pole has fallen off inside the patient. Active pole could not be retrieved and remained in situ. Case delayed by 20 minutes. Additional information received on 11-22-2016: the device was new. The surgeon stated that he did not use excessive force and was using the device in the way he usually does. Additional information received from the affiliate on 12-5-2016: the size of the active pole is 3.2mm x 2mm; it is made of (B)(4). The broken fragment was not left in the joint space, rep was advised it was extra capsular. No comments from the surgeon in regards to possibility to migrate.